Event description:
Pt underwent elective cardioversion. He received 200 joules for the first cardioversion attempt without success thus 300 joules cardioversion was attempted. The physician heard an electrical arcing and the team smelled skin burning. The pt developed a first degree burn under the defibrillation/pacing cardioversion/ monitoring electrode on his left lateral chest wall. The physician reported he had placed his hand on the pad to ensure good contact before delivering the second cardioversion.